Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 85% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 85% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician attempted to use one endeavor resolute drug-eluting stent (2.50mm x 24mm) to treat a lesion in the left main with 85% stenosis but the device could not pass with resistance felt. The physician removed the device and found it deformed. The patient is good. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed. A number of struts on the 11th, 12th and 13th proximal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).